Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate insulin fill gauge reading before bed. Upon waking up, the fill gauge reported that the insulin gauge was accurate. The customer could not recall how much insulin had been delivered since the cartridge had been loaded. The customer's blood glucose level was not impacted.